Event description:
The customer reported that the table leg extension was difficult to insert. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The insertion slot was cleaned and the inserts were replaced. The system was tested and found to be working as intended and put back into service.